Manufacturer narrative:
Na.

Event description:
The customer received a questionable troponin t stat result for an aliquot of a patient sample processed by the modular preanalytic analyzer (mpa). The mpa aliquoted sample was sent to analytical e module analyzer (e170) serial number (B)(4) and the result was 0.26 ng/ml. The doctor questioned the result and the primary sample tube was tested and the result was <0.01 ng/ml. The primary sample tube was also tested on another e170 analyzer and a cobas e411 analyzer and both results were <0.01 ng/ml. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date used on the e170 analyzer were requested, but were not provided. The customer suspected the mpa to be the cause of the event. The field service representative could not find a cause. He checked the calibration trace and qc data on the e170 analyzer. The customer repeated the sample on another instrument in the lab and again on the same e170 and it repeated.

Manufacturer narrative:
Additional information was provided that the customer did her own investigation and found a reused rack alarm had been received and a shutdown had been performed. She believed the issue could have been due to a reused sample cup and that the mpa was working fine. As no data was available, the investigation could not identify a specific root cause.